Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the lead safety switch (lss) had been triggered for this system due to a pacing impedance measurement greater than 3000 ohms on the left ventricular (lv) channel. In clinic testing confirmed no system issues. A review of the stored data noted measurements have been in the 1300-1400 ohms range over the past few months. A boston scientific technical services consultant recommended further system evaluation to identify the root cause. No adverse patient effects were reported.